Event description:
It was reported there was aspirating the pump reservoir. Reporter stated they were unable to aspirate any drug from the pump during a refill. The reporter denied any therapy or medical problems. The refill was done on (B)(6) 2012 by a home care healthcare provider (hcp). The issues with the refill were not reported the pump management physician. The medication in the pump was lioresal (baclofen). Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information reported that there was a user error as the nurse was not entering the port properly. Initially the nurse met resistance during pump refill. The residual removed was 7.1ml and it was discarded. The patient was on flex dosing. The pump was flushed and refilled. After a second attempt the pump was refilled with no issue. There were no pump problems. The patient had no issues with spasticity and was tolerating well.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).